Event description:
It was reported that surgeon was using endopouch pro46 during a laparoscopic cholecystectomy procedure. It was reported that the specimen bag broke, letting the contents into the patient's abdomen. This occurred with two pouches. Procedure was completed with another device and there were no consequences reported to the patient.